Manufacturer narrative:
B3: estimated as the event was reported to have occurred on (B)(6) of this year.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. Approximately one (1) year post-implant the patient continued to experience atrial fibrillation and flutter. In response to the atrial fibrillation and flutter, the patient was scheduled for cardioversion; however, just prior to the planned cardioversion, a small clot was discovered on the outside of the closure device. The patient did not proceed with the cardioversion and was put back on eliquis. The patient is scheduled for a follow-up transesophageal echocardiogram in 1-2 months.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. Approximately one (1) year post-implant the patient continued to experience atrial fibrillation and flutter. In response to the atrial fibrillation and flutter, the patient was scheduled for cardioversion; however, just prior to the planned cardioversion, a small clot was discovered on the outside of the closure device. The patient did not proceed with the cardioversion and was put back on eliquis. The patient is scheduled for a follow-up transesophageal echocardiogram in 1-2 months. It was further reported from the healthcare facility that the thrombus was 4mm and mobile.